Event description:
It was reported to the manufacturer that the patient's lead has been explanted due to fibrosis. The patient was unable to perceive normal mode or magnet mode stimulation. Diagnostics performed on the patient's device showed high lead impedance. There was no patient manipulation or trauma at the device site. The patient observed loss of efficacy and no increase in seizures with therapy two weeks prior to the surgery. X-rays were taken and reviewed. No gross discontinuities were observed on the x-rays. The replacement surgery was successful with diagnostic results within normal limits. The explanted lead has been returned to the manufacturer for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.